Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31227. It was reported during an ipg replacement (related manufacturer reference number: 1627487-2020-30771) on (B)(6) 2020 the distal end of one of the leads was fractured by the physician. Therapy was restored with the valid contacts. Note: all of the patient's leads are being reported because it is unknown which lead is liable.